Manufacturer narrative:
Onset date of adjacent level disc disease is unknown; however, the issue was discovered during a surgical revision on (B)(6) 2016. (B)(4). The original implant procedure was performed on an unknown date several years ago. The complainant part is not expected to be returned for manufacturer review/investigation. (B)(4) used to report the patient¿s adjacent level disc disease. Investigation could not be completed and no conclusion could be drawn as no device was returned. Without a lot number, the device history record review could not be requested. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient developed adjacent level disc disease at levels c5-c6 after being implanted with synthes devices at levels c6-c7. The patient originally underwent an anterior cervical discectomy and fusion (acdf) procedure several years ago at levels c6-c7 due to a diagnosis of degenerative disc disease. During that procedure, the patient was implanted with one (1) cervical spine locking plate (cslp), four (4) titanium expanision head screws, and four (4) titanium locking screws. As the result of successful fusion, the patient returned to the operating room on (B)(6) 2016 to have original, intact implants from levels c6-c7 removed. During the procedure, the adjacent level disc disease was addressed with an acdf at c5-c6. This report will address the adjacent level disc disease that was identified at c5-c6. The intra-operative issued encountered during c6-c7 hardware removal will be captured in and reported under (B)(4). This report is 3 of 5 for (B)(4).